Event description:
It was reported that no disposable alarm on both pumps while using same 100 ml cassette with flow stop. The reservoir volume is 79.2 ml. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.